Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The (fse) reported that there was no issue found, the fse ran the unit for 3 hours with no issues. Fse completed preventive maintenance and calibration of the unit to make sure. Product passed all functional and safety tests per manufacturer specifications. It was operator's error, no technical issue. The unit has been returned to the customer for clinical use. Based on the device evaluation, the failure mode was not confirmed as there were no non-conformances identified. Therefore the root cause was user error.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave type b plug intra-aortic balloon pump (iabp) was having auto fill failure. No harm or injury to the patient was reported.